Manufacturer narrative:
Corrected information provided in h.6. (Previously reported device codes 2524 and 3191 submitted in error) the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure the lens get stucked in injector and syringe went over the lens. There was patient contact but no patient harm reported. The reporter is unwilling to provide further information.